Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that hemostatic valve was observed folded inside the hub. After the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was put into the body, the physician prepared to implant the smarttouch catheter, but he found few blood drops had dripped from the entrance of the smarttouch catheter. Therefore, the physician did not implant the smarttouch, and withdrew the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium out of the body immediately. They changed for a new vizigo sheath to complete the procedure without any problem. There was no patient consequence reported. The event was assessed as a MDR reportable hemostatic valve separation issue under the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium.

Manufacturer narrative:
The investigation was completed on 12-may-2022. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 50000040 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).